Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to being pulled back and dislodged. The patient underwent a surgical intervention to remove the product and implant a new lead. No additional adverse patient effects were reported.